Manufacturer narrative:
B5: describe event or problem - patient status updated.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. Following the first deployment of the closure device in the laa, the patient experienced a decrease in blood pressure and a pericardial effusion was seen via transesophageal echocardiography (tee). The closure device was quickly released in the laa. A pericardiocentesis was performed to drain the effusion in addition to auto-transfusion, but this did not fully treat the bleeding from the effusion. A distal hole was also seen in the laa, and the patient was sent to cardiac surgery to surgically patch the hole. The patient was hospitalized and started cardiac rehabilitation following this event and was expected to fully recover with discharge likely to occur approximately two weeks post procedure. It was further reported that the patient was discharged from the hospital as of (B)(6) 2024 and is doing rehabilitation.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. Following the first deployment of the closure device in the laa, the patient experienced a decrease in blood pressure and a pericardial effusion was seen via transesophageal echocardiography (tee). The closure device was quickly released in the laa. A pericardiocentesis was performed to drain the effusion in addition to auto-transfusion, but this did not fully treat the bleeding from the effusion. A distal hole was also seen in the laa, and the patient was sent to cardiac surgery to surgically patch the hole. The patient was hospitalized and started cardiac rehabilitation following this event and was expected to fully recover with discharge likely to occur approximately two weeks post procedure.